Event description:
Manufacturer report number: 3006705815-2022-17055. It was reported that during the patient's lead revision procedure on (B)(6) 2022 (manufacturer report number: 3006705815-2022-17056), the ipg became inoperable due to not being placed in surgery mode. As a result, the ipg was also replaced during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.